Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 440 mg/dl. Customer also reported inaccurate sensor readings that triggered a threshold suspend but the insulin delivery was not suspended. Customer declined troubleshooting. Auto mode feature was not activated at the time of low blood glucose event. The insulin pump will not be returned for analysis.